Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead had high superior vena cava (svc) impedance. The lead alert was programmed off and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.